Event description:
There was an increasing amount of residual drug at refills. The pump was replaced. There was reported to be no pt injury. The pt recovered without sequela. The device sys was used to deliver bupivacaine and fentanyl.

Manufacturer narrative:
The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.